Manufacturer narrative:
Device evaluated: analysis of the pump found no anomalies.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine 25 mg/ml at 11.261 mg/day, hydromorphone 10.0 mg/ml at 4.504 mg/day, and bupivacaine 10.0 mg/ml at 4.504 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and joint pain/arthritis. It was reported the physician suspected a pump malfunction after a catheter dye study. The hcp believed intrathecal contrast media was inside of the pump, but not within the reservoir. The patient had been experiencing increased pain over the prior three months. The pump was suspected to be malfunctioning, was removed and replaced. Troubleshooting included checking the pump logs. The issue was reported to be resolved. The patient&#38112;status at the time of report was alive - with injury. The injury was specified as the patient underwent pump replacement surgery.